Manufacturer narrative:
Age or date of birth age at time of event: correction per new information received from the doctor - is '87 years', was '60 years' age or date of birth , weight, date of event, implant date, and explant date: updated with new information from the doctor as it was previously not provided. Device evaluated by MFR: updated to indicate that the device was not returned to manufacturer.

Manufacturer narrative:
The implant was not available for evaluation; however, the implant's lot information was received. A device history record review (DHR) of the implant was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to lack primary stability. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
Multiple attempts were made to obtain this information; however, the information has not yet been provided. Additional follow-up will be conducted to ask for the information. Once the investigation is completed, or if new imformation is received, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. Received updated information and the doctor reported that during placement of the implant, she noticed that the positioning of the implant was not where she wanted it. The doctor decided to back the implant out in order to reposition the implant. The doctor could not get the implant to torque back down and the implant kept spinning, she had to completely remove the implant. An additional implant was immediately placed in the same surgical setting. The doctor stated that there was nothing abnormal noted with the implant that was removed, and stated that this was more her fault that this occurred during the surgical procedure and not the fault of the implant. There was no injury to the patient, and the patient is currently doing well.